Event description:
Pt, who was pacemaker dependent, had recent decreased impedance of her indwelling ventricular pacer lead. This required lead replacement. Original lead was vascor. Lead sent for analysis to dr. Operative report: operation - ventricular pacemaker lead replacement, pacemaker generator replacement. Procedure/findings: indication: the pt is an 86-yr-old female status post dual chamber pacemaker placement by dr in 1996. Upon routine follow-up of the pt, who was pacemaker dependent, has had recent decrease in impedance of her old indwelling vascor ventricular lead. Her generator now is at recommended replacement interval. She has since developed chronic atrial fibrillation. She is taken to the operating room for a ventricular pacemaker lead replacement and new "vvtr" pacemaker generator replacement. Procedure: with the pt supine on the operating table under satisfactory preoperative sedation the skin of the chest was prepped and draped in the usual fashion. 1% xylocaine was infiltrated in the area of the old right infraclavicular surgical scar which was reopened with the knife. The old pacemaker generator was easily delivered onto the field. The old indwelling ventricular lead was quickly detached from the generator and placed on the external cables for temporary pacing. The old pacemaker generator was passed from the field after detachment from the atrial lead. The atrial lead was capped with a silicone cap, which was secured with a silk tie. After several passes of the needle, the right subclavian vein was cannulated and the guide wire followed by dilator sheath and then new right ventricular lead was easily positioned fluoroscopically. When the lead was in the apex it was interrogated and found to be pacing and sensing adequately. Therefore, it was tacked to pectoral fascia with interrupted ethibonds. The old ventricular lead was transected of approx two-thirds of its exterior portion and that portion will be sent to the laboratory for analysis. The cut end of the indwelling remaining ventricular lead, the old lead, was covered with its own remaining silicone sheath after pushing the inside coil deep within the sheath. The end of the sheath was then secured with a heavy silk tie and that lead secured to the old indwelling atrial lead with the same heavy silk tie. All hardware was then placed back within the subcutaneous pocket which was copiously irrigated with antibiotic saline and then closed with two layers of running vicryl, benzoin and steri-strip and a pressure dressing. The pt was returned to recovery in stable condition with complications. Operative report, 1996: operation - dual chamber permanent pacemaker. Procedure and findings: the pt was placed on the o.r. Table under sedation, monitoring and basal anesthesia by the anesthetist, a solution of 1% xylocaine was used locally. Fluoroscopic capability was available. A solution of betadine was painted onto the skin in the region of the right neck, breast, shoulder and arm and the pt was draped appropriately. After the instillation of xylocaine in the right infraclavicular region, a 2" incision was made in this region. This was carried down to the pectoralis major fascia with the use of electrocautery for hemostasis. A pocket was made in the inferior skin flap to accommodate the pacemaker generator for later on. A needle was used to find the right subclavian vein and the guidewire passed through this. Using an introducer, which was placed over the guide wire, a ventricular lead was introduced into the vena cava and the introducer removed. Using straight and curved stylettes, the ventricular lead was guided through the superior vena cava, right atrium and into the apex of the right ventricle where thresholds for capture were found to be 0.4 volts, 0.6 miliamps with the resistance of 800 and an r wave for sensing of 5.0. This was felt to be satisfactory and this lead was transfixed to the pectoralis major fascia using the special plastic collar at 20 silk. Using a wire which had been left in place, another introducer was put in place and an atrial lead with a preformed j built into it was placed into the vena cava and eventually into the right atrium. Thresholds were captured using a positive fixation corkscrew lead, where 1.0 volts, 2.3 miliamps with a resistance of 400 and a p wave for sensing of 1.3 milivolts. This was also felt to be satisfactory and this lead was also fixed into position using a 2.0 silk and the plastic collar supplied with the lead. An intermedic cosmos ii model #284-05 was connected to the leads. This had ddd capability. It was programmed to 150 milisecond delay with a low rate of 60 and high rate of 120. Atrial polarity was bipolar and ventricular polarity was unipolar. It functioned immediately and appropriately when introduced into the pocket. Hemostasis once again had been assured using electrocautery just below the implantation. A solution of 1.0 grams of ancef was given i.v. Previously and in addition 1 gram of ancef powder was introduced into the pocket and made into a paste. The wound was then closed using several interrupted 3-0 vicryl sutures in the deeper tissues followed by a 3-0 vicryl suture in the subcutaneous tissue and platysma. The skin itself was closed using a running 3-0 prolene suture placed in a subcuticular fashion with external knots at either end. All the prior hardware had been removed before this closure. Estimated blood loss was performed 35-40cc. As mentioned, fluoroscopy was used for guidance throughout the procedure. In addition an xray was taken in the r.r. Which showed good lead position without pneumothorax and confirmed the findings of fluoroscopic exam. The pt tolerated the procedure very well.